Event description:
It was reported that during a lap roux-en-y procedure, the device cut, but did not staple. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.